Event description:
The product complaint report shows the customer alleged that the power disconnect alarm would initially alarm and would rapidly decrease in volume until it stopped completely. After the vent ran for awhile the alarm functioned as it should. It is not verified that the unit malfunctioned, and no malfunction may have occurred. This may have been caused by the batteries' need to be charged due to non use of vent. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.